Event description:
Same case as MFR ID # 2134265-2012-03743. It was reported that during percutaneous coronary intervention, the device was unable to cross the lesion and a shaft break occurred. The 99% stenosed target lesion was located in the severely tortuous and calcified left anterior descending (lad) artery. The lesion was pre-dilated 3.0x38mm promus element stent was advanced but was unable to cross the lesion. The 3.0x20mm promus element stent was then implanted successfully in the proximal lad. The 3.0x32mm promus element was advanced but again was unable to cross the mid lad lesion. Upon removal of the 3.0x32mm promus element the shaft of the device broke inside the patient. The detached section of the stent delivery system was successfully snared and removed from the patient, the implanted 3.0x20mm promus element stent was also snared and removed from the patient. The procedure was completed with a 3.0x28mm promus element deployed in the proximal lad, a 2.75x28mm promus element was also advanced but was unable to cross the mid lad lesion due to tortuosity and calcification. No additional patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product.(B)(4).

Event description:
Same case as MFR ID # 2134265-2012-03743. It was further reported that following successfully implant of the 3.0x20mm promus element stent, and upon placement of the 3.0x38mm promus element the proximal edge of the stent caught the distal edge of the 3.0x20mm promus element stent and both stent became deformed. In attempt to remove the 3.0x38mm promus element stent the stent dislodged from the balloon remained in the vessel. A snare was used to remove the dislodged stent; both stents were caught and taken out of the vessel.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination found that the stent was returned separate to the stent delivery system which was not returned. Two promus elemet stents were returned entertwined and both severely damaged. The stent struts were twisted squashed and stretched. This type of damage is consistent with the device being captured in a snare and withdrawn from the patient. Some body tissue was attached to the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).